Manufacturer narrative:
The tandem user guide states: "your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time." The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred after the pump was submerged in water. Subsequently, it was reported that a temperature alarm occurred while the pump was not exposed to extreme temperatures, and an additional temperature alarm occurred while the pump was charging. Customer's blood glucose level was 130 mg/dl. Reportedly, customer continued to use the pump for insulin therapy and also confirmed that manual injections are available.